Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be 'balloon tear/ balloon pinholes¿ with a potential root cause of 'burr on jaws. Incorrect jaw fixtures used (leading to overstretching or damaging the balloon) and imperfection in balloon due to process.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "'do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that water leaked from the balloon on the foley catheter, which caused it to be deflated and fall out of the patients bladder. The deflated balloon was intact and no holes or missing pieces were noted. Another foley was placed in the patient without any further issues. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that water leaked from the balloon on the foley catheter, which caused it to be deflated and fall out of the patients bladder. The deflated balloon was intact and no holes or missing pieces were noted. Another foley was placed in the patient without any further issues. No medical intervention was reported.